Event description:
According to the reporter, after the patient suffered a fall, hit the catheter placement area. The patient's doctor was informed via phone and when peritoneal dialysis (pd) treatment began it was found that the catheter had a break at the level of the radio-opaque line at the tunnel, two centimeters outside the body. The catheter did not break off completely inside the patient's body. The catheter was not repaired. There was a leak at the catheter shaft. Nothing unusual was observed on the device prior to use. Flushing was done and the catheter could not be used due to the cut. Aside from the reported issue, there were no other defects or damages found on the product where the leak was observed. Cleaning agents were not allowed to dry thoroughly prior to applying ointment to the area. No other products being utilized with the device and excessive force was not used on the device. The patient went on hemodialysis as a remedial action to resolve the issue. The catheter was replaced as an intervention or treatment required as a result of the e vent. The treatment was not completed and there was no blood loss. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event has been found to be a duplicate of a previously reported event documented under rr# 3009211636-2023-00217. All additional information pertaining to this event will be communicated under the original regulatory report 3009211636-2023-00217. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.